Manufacturer narrative:
H3: one device was received for evaluation. There were no previous services reported. The customer issue was replicated. Further investigation identified a damaged downstream occlusion (dso) sensor. The device passed all tests within specifications.

Event description:
The customer returned the product for battery compartment damaged, during device evaluation, a damaged downstream occlusion (dso) sensor was found. There was no patient involvement.